Event description:
The product manager was present in the operating room for a case involving a lateral l1-l5 lumbar interbody fusion (llif) procedure. The patient was positioned laterally with the left side facing up. The surgeon made a small incision on the lateral flank for access to the l1 vertebral body. The procedure commenced with the placement of a zavation lateral retractor system, the disk was dissectioned, and then the lateral f3d implant was placed into at the l1 level. The operation progressed to l2, where the surgeon utilized a cobb spinal elevator to excise osteophytes for adequate access to the l2 vertebra. During the procedure, the patient began to experience significant hemorrhaging. A general surgeon was urgently called to the operating room for life-saving intervention. Unfortunately, the source of the bleeding could not be identified in time, and the patient ultimately succumbed to the hemorrhage.